Event description:
While being used on a pt for cardiopulmonary resuscitation, the device stopped doing compressions automatically. The unit was left on the pt and cycled manually to the end of the code. The device has not been returned to the factory so the co cannot speculate on the cause of the problem at this time.